Event description:
Account stated that the head section of this bed is drifting, no injury. Bed is in the maintenance shop.

Manufacturer narrative:
Several attempts have been made to contact the account about this event without resolution.